Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a procedure. It was reported that during a case the battery service error came back again after being resolved on call on (B)(6) 2019. The reporter was able to unplug the system and the system stayed powered on. She was able to also check the battery life in the self-test which stated batteries were at 100%. She rebooted the system a couple of times to reset the ups, but the error came back. (Red battery lower left). There was no delay in the case. There was no reported impact to patient outcome.